Event description:
It was reported that during an afib procedure, the blood pressure and oxygen saturation dropped and a pericardial effusion was noticed. CPR and pericardiocentesis were performed. The patient required hospitalization for one day and discharged in stable condition.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4). Stockert model# m-5463-01 serial # (B)(4). Coolflow pump model# m-5491-02 serial # (B)(4). Lasso variable model# d-1237-02-s lot # unknown. Acunav model# m-5723-09 lot # unknown. (B)(4).